Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited occasional ventricular undersensing during a vt episode, noted via remote transmissions. Therapy was delayed due to under sensing and the patient was symptomatic. It was noted that the r waves being undersensed was larger than the maximum sensitivity but because the preceding r wave was so large, the device was unable to reach the maximum sensitivity in time. The device was reprogrammed. The patient was stable.